Event description:
Approximately three (3) years after implantation of two (2) previously placed bare metal stents (bms), the patient experienced restenosis. The restenosis was treated by implantation of two (2) cypher stents. The patient experienced an acute myocardial infarction (ami) post-procedure and was found to have a sub acute thrombosis (sat). The sat was treated by placement of two (2) additional cypher stents: a cypher 3.0/8 mm distally and a cypher 3.0/8 mm proximally. The stents were post-dilated with a nc raptor balloon. The product is not available for evaluation and testing. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2006-00119.